Event description:
The customer reports, via a copy of medwatch to integra, that "during a surgical procedure (exploratory laparotomy for imperforate anus), the surgeon wearing 400w xenon headlight assembly, noted the left buttock with first to second degree burn from the headlight. Headlight source turned off and burn treated and monitored. Final result was a severe circular 2nd degree burn to left buttock, approximately 6.0 cm in diameter, with the brightest center section at 2.5 cm diameter. Surgery completed with no additional events." The biomedical engineer at the hospital further reported (via telephone conference) that they inadvertently used the luxtec headlight with the sunoptics titan light source. He explained that the physician stated he was about 24 inches from the pt at the end of the procedure, when he noticed the burn. The biomedical engineer stated, at the end of our conversation, that he believe the titan's attenuator was probably full open and, the physician focused on the one area of the infant's buttock a while for the burn to have resulted. In his estimation, based on his investigation of temperature and distance measurements, and as someone who saw the burn, he thought that the infant's buttock was exposed to about 45c for an extended period of time. The infant's burn was cared for by applying an ointment, standard burn treatment for this type of wound, and is healing well. The hosp expects no permanent damage to the pt. The surgical procedure was successfully completed without the need for extended time. The customer will be supplied with an additional copy of the ultra-lite ii user manual and a copy of the report that shows the headlight works safely with luxtec light sources. The customer stated that he has asked both companies to provide inservice education for all parties using this equipment, again.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.